Event description:
The patient advocate reported that the spinal cord stimulator (scs) patient passed away, and that the cause of death was not device related. The physician was not aware of the passing. No further information can be obtained.